Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no abnormality in the device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, abdominal air pressure didn't rise when suction was applied. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.